Manufacturer narrative:
(B)(4). Preliminary investigation of the returned sample indicates that the sheath valve leaked in use.

Event description:
The customer alleges that the valve did not seal.

Manufacturer narrative:
Qn#: (B)(4). The customer returned the lid stock and a used psi sheath from a si-09875-e kit. The psi sheath was illuminated from the distal end and the light could be viewed at the proximal end, indicating a clear path. No signs of damage were identified. A lab syringe was used to pass water through the side arm and water was confirmed to be leaking from the proximal end of the hemostasis valve body. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the psi sheath leaking was confirmed during the sample investigation. Functional inspection was performed and the psi sheath was confirmed to be leaking out of the proximal end, indicating an issue with the hemostasis valve. The probable cause of this issue is manufacturing related. A non-conformance request has been generated to further investigate this complaint issue.

Event description:
The customer alleges that the valve did not seal.